Manufacturer narrative:
Target is currently addressing this complaint type through new product development.

Event description:
It was reported to target by the treating physician and a boston scientific employee that during an aneurysm embolization procedure a tracker-10 catheter was used to deploy a gdc-10 soft coil. After deploying 2 or 3 coils in a right carotid aneurysm the next coil got stuck in the aneurysm. The physician pulled the catheter (and coil) but the coil did not move. He tried pulling again and the coil stretched and eventually broke. The break was at the proximal end of the coil near the pusher wire segment. The coil remained stuck in the aneurysm. A portion of the broken coil was in the aneurysm and a portion was in the catheter. The physician pulled the catheter out in an attempt to retrieve the broken portion of the coil but the coil stayed and the portion in the catheter prolapsed into the artery. The coil balled in the middle cerebral artery distal to the aneurysm and clotting was induced by the coil. The pt was treated with urokinase to reduce the thrombosis but the pt hemorrhaged and eventually stroked. Attempts were made to remove the broken coil with a 2mm microvasive snare. During retrieval the coil broke 2 different time, however the entire broken coil segment was successfully removed. The product is not available for eval because it was discarded after the procedure. Inspection of the catheter after the procedure showed that the catheter was kinked along its shaft.